Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has been experiencing slightly high blood glucose (bg) levels at night. Tandem technical support assisted in adjusting the pump's temp rate, per recommendation of the customer's healthcare provider. The customer's bg level was 299 mg/dl, which was addressed with a bolus via the pump.